Event description:
Boston scientific received information that the monitoring voltage was 3.2 v with charge times of 17.2 seconds three months ago on this implantable cardioverter defibrillator (ICD). The patient now claims to hear the device beeping. Upon interrogation, the device declared the elective replacement indicator (eri) with 34 second charge times. Two capacitor reformations were performed which brought the device back to beginning of life (bol) with 6.7 second charge times. The patient was exposed to xrays but not to magnetic resonance imaging (MRI). A disk analysis was sent for engineering review.

Manufacturer narrative:
A boston scientific technical services (ts) consultant received a save to disk but requested a memory dump as engineering required more data. The clinic was to call the patient to schedule another appointment. There was question regarding the patient receiving therapy and ts stated engineering did not suggest there was a concern with this. While no conclusive statement can be made from the device memory provided, it appears that this device might have been affected by pattern "high-voltage capacitor"identified in the ppr. Testing to date indicates that devices affected by this issue are not at risk for a repeat of the same issue (temporary increased charge time). The device was ultimately explanted over three years later for normal battery depletion. Upon receipt, the device was put through a series of automated tests that verified the performance of its memory, pacing, defibrillation, sensing and recording functions. The device case was then opened. Inspection of internal components revealed that one of the high voltage aluminum electrolytic capacitors had temporarily shorted, resulting in the extended charge time reported clinically. Root cause of the short was determined to be due to compromised dielectric (insulation) between an anode and cathode layer within the capacitor stack, coupled with internal compression. Memory review confirmed that subsequent charge times had recovered. Process changes aimed at mitigating this capacitor behavior have been implemented.